Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the during a threshold test the pulse generator exhibited a diagnostics anomaly. Reinterrogation was successful without any problems. The device remained implanted.